Event description:
It was reported that during the implantation procedure upon tightening the setscrew down, they did not hear a "click" . The device was not implanted; a new reply was implanted successfully.

Manufacturer narrative:
(B)(4). 2011. The analysis on this device is pending.

Manufacturer narrative:
(B)(6) 2011. The analysis on this device is pending. (B)(6) 2011.

Event description:
It was reported that during the implantation procedure upon tightening the setscrew down, they did not hear a "click" . The device was not implanted; a new reply was implanted successfully.